Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient started experiencing symptoms of a lack of ventricular resynchronization, tiredness and physical exhaustion, after a magnetic resonance imaging (MRI) scan. The left ventricular (lv) lead thresholds had risen too high and loss of capture was observed. The lv lead was reprogrammed to reobtain capture and remains in use. It was noted that the lv lead was functioning normally, with normal capture thresholds, prior to the MRI. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.